Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the date of the initial procedure? -original procedure (B)(6) 2017. What tissue was the stratafix symmetric suture used on? -in all cases the tissue sutured was the quad tendon and medial retinaculum (peripatella arthrotomy) for total joints. Where did the suture start (top to bottom or bottom to top)? -the suturing started proximal going distal in the original surgeries with a bite . When suturing with stratafix symmetric, how far was the bite from the edge of the tissue? -approximately 1 cm from the wound edges . Were any solutions used during closure (ie antimicrobial)? -no solutions were used during the closures. What is the surgeon opinion as to relationship of the stratafix suture and the patient dehiscence? Injured in (B)(6) 2018 when he fell out of a sand trap playing golf and hurt the knee. What was the date of the original/ second procedure? Original procedure (B)(6) 2017. Second procedure (B)(6) 2018 . Can you describe the appearance of the suture during the second procedure? -findings at time of second surgery . Was the suture found intact and tissue pulled away from suture? The lateral one half of the quad tendon was entirely intact. Was the suture found broken, can you identify where (termination, middle, end)? -the medial aspect adjacent to the medial retinaculum was intact. The quad muscle being just posterior, but the more medial slip of the quad tendon was clearly avulsed from the proximal pole of the patella¿. What is the patient name,dob, age, gender, weight, bmi, past medical history? -(B)(6), bmi 32.6. Med hx: htn, dm diet controlled, hypothyroid, hypercholesterolemia, myelitis . What is the current condition of the patient? --last office visit (B)(6) 2018. Still in brace locked in extension. Next visit 2 weeks.

Event description:
It was reported that the patient underwent a total knee procedure on (B)(6) 2017 and barbed suture was used. In (B)(6) 2018, the patient fell out of a sand trap playing golf and hurt the knee, tore his quadricep form the trauma. A second procedure was performed on (B)(6) 2018 to fix the tear. The surgeon noted the medial aspect adjacent to the medial retinaculum was intact. The quad muscle being just posterior, but the more medial slip of the quad tendon was clearly avulsed from the proximal pole of the patella. The appearance of the suture during the procedure was unknown. The patient is currently in brace locked in extension. Next visit 2 weeks. Additional information was requested.